Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 13.9 mmol/l. The customer had experiences with the alarm since yesterday night. The customer stated that the reservoir icon looked as if the reservoir was empty, but in fact it was fully full. The customer was advised to disconnect form the pump and remove the battery. The customer was advised to wait until the notification light stops to insert a new battery. The customer will be sent a replacement pump.